Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, after the balloon catheter was inserted into the sheath, the physician had to aspirate the line multiple times and air bubbles were present in the line. It was noted that the line was aspirated with a 20cc syringe at least three times through the sheath and air bubbles were still present. The line was eventually cleared however it required more flushing than expected. The case was completed with cryo. No patient complications have been reported as a result of this event.